Event description:
Device was used to successfully deploy the stent. The distal end of the delivery system got caught in the stent at the point of most narrowing and broke off. The remainder of the delivery system along with the wire was retrieved. The inner wire of the delivery system also broke, but was on the wire and retrieved. The test concluded at 1508 and the pt was scheduled for surgical removal of the distal end. Pt expired at 2317 due to shock, possibly related to blood loss. Undetermined at this time if the breaking of the delivery system contributed to bleeding.